Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous proximal right coronary artery (rca). The physician noted the catheter was sticking during insertion of the device. After the device was removed outside the patient, it was noted that the stent strut was raised. The procedure was successfully completed with another of the same device. No patient injury or complication was noted. Patient condition listed as "good."

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).